Event description:
It was reported that a large volume infusor was able to be filled with 200 ml of saline solution but the solution would not flow back out of the device. This occurred before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured from april 7, 2014 to april 9, 2014. Evaluation summary: the device was received for evaluation. A visual inspection and functional flow testing were performed. Continuous flow was noted from the distal luer. There were no signs of flow issues or other abnormalities. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.